Event description:
The following was submitted by the attorney for the pt: (B)(6) 2001--pt underwent inguinal hernia repair surgery. Pt's hernia was repaired with a small oval bard composix kugel mesh (lot not stated, ref. (B)(4)). On (B)(6) 2006--pt presented to hospital suffering from an abdominal wall mass. During the repair surgery, surgeon noted that serous fluid was aspirated and granular material was debrided. This continued down to the vicinity of the external inguinal area where a portion of the mesh exuded through. Surgeon excised all of the exposed mesh and left some of the same mesh beneath the inguinal area. In (B)(6) 2009--pt presented to the hospital suffering from a recurrent abscess in the area of the inguinal hernia. Extensive dissection was required to remove the large mesh prosthesis. While surgeon removed the remainder of the infected mesh, the right iliac vein was torn. Pt was given intravenous antibiotics and the venotomy was repaired. Pt was discharged a few days after admission. The attorney alleges that because of the composix kugel patch, and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. The info provided indicates that the pt developed and was treated for infection. Infection is a known possible adverse event listed in the IFU, however the infection developed 4 years after the implant surgery and therefore it is unlikely that the mesh caused or contributed to the reported event. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prothesis." The info provided also indicates that the physician tore the pts iliac vein during the explant process, no conclusion can be drawn at this time.